Event description:
Site reported registration problems with the superdimension system. The procedure was cancelled, and the pt was under general anesthesia. No report of pt injury, death or other serious adverse event.

Manufacturer narrative:
Site is forwarding a navigation component for eval. Superdimension is filing this MDR in an abundance of caution due to multiple exposures to anesthesia.